Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the shape of the deployed staples (b-formation, irregular, legs straight)? The sales rep was informed that the proximal end staple was in normal b formation but the other part is open up. No report about the shape of the deployed staples. Did the staple line open up due to the condition of the patient¿s tissue? Doctor did mention the tissue is thick but the device was able to closed and fire without any abnormality on the closing / firing force. Did the opening of the staple line and repair with suture all occur in the original procedure, prior to the use with the circular stapler? The doctor noticed the staple line opened up prior to the use with the circular stapler. Or, did the distal end of the staple line open post-operatively? Happened after the firing of the device during the operation. The following information was requested, but unavailable: when the device was fired and removed from the patient¿s tissue, were the staple lines complete (there were no staples missing)? If the staple lines were complete (there were no missing staples), did the tissue not hold together and opened up? .

Event description:
It was reported that during a low anterior resection procedure, ¿the device was used on the sigmoid colon. The surgeon noticed the distal part of the staple line opened up and the proximal end of the staple line was fine. He said the staple was fully stapled. He had to suture the distal end (the opened up staple part) before performing the anastomosis with circular stapler.¿ there were no adverse consequences for the patient reported.